Manufacturer narrative:
The reported event cannot cause a serious injury or a serious deterioration in the state of health of the patient, user or other person, and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted ipg was discarded by the medical facility.